Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with injection vanlid (1 gram, stat) intraperitoneally and injection ticarnic (3.1 gram, once a day) intravenously (IV) for peritonitis. Treatment with antibiotics was ongoing and the patient was recovering. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Five days after the event onset, the patient was recovered from the peritonitis and their fluid was clear. Ten days later treatment with vanlid and ticarnic was discontinued. Should additional relevant information become available, a supplemental report will be submitted.